Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert (lia), oversensing due to non-physiologic signals/sic (sensing integrity counter),and rv oversensing. Rv lead integrity warning occurred on (B)(4) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Beginning (B)(4) 2016, ventricular sensing integrity counts up to 1190; ventricular tachycardia (vt)- non-sustained episodes with evidence of lead noise oversensing. Episode 5 and in episode 3. T-wave oversensing (twos) identified in ventricular tachycardia (vt)- non-sustained episodes and ventricular fibrillation (vf) episodes #1, 2, 3, 4. Concomitant medical products: 407652 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient presented to the emergency room after a lead integrity alert (lia) triggered due to short ventricle-ventricle intervals and two non-sustained high rate episodes. In addition, there was non-physiological sensing observed on the electrogram. Reprogramming was performed for the lead, and the physician will decide if a right ventricular (rv) lead replacement is necessary. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.